Event description:
Customer's wife reported having problems with calibration of their precision xtra meter and therefore they were unable to test. Meanwhile, customer suffered from blurred vision and "a milky types of glaze covers the cornea of his eyes". Paramedics were called and taken customer to baptist hospital where he was diagnosed with diabetic ketoacidosis and received unk treatment to stabilize his glucose level.

Manufacturer narrative:
Product has been returned. The complaint was not confirmed. Meter powered on with button depression and insertion of both cal bar and strips. All results were within range of specification and no error were observed during control solution testing.